Manufacturer narrative:
False positive tf5507 due to a defective sensor board pmixer. Sensor board was replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Within the UDI-pi project, hamilton medical realized that the reported device (brand name: hamilton-s1; version / model / catalog number: 159005) in the present MDR is not fulfilling the criteria of similarity for a device marketed in the u.s., therefore this event is no longer considered reportable to FDA and no UDI-pi is going to be provided.

Event description:
Hamilton medical ag received the following incident description: device alarmed with tf 5507.

Manufacturer narrative:
False positive tf5507 due to a defective sensor board pmixer. Sensor board was replaced.

Event description:
Hamilton medical ag received the following incident description: device alarmed with tf 5507.